Event description:
It was reported that the images in the image directory of the 9600 system were blacked out. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The software upgrade was installed during the svc call. The system was tested and found to be working as intended, and put back into svc.